Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd his scs sys, including two percutaneous leads (of the same lot), on (B)(6) 2010. It was reported the pt can no longer increase the stimulation amplitude. Diagnostic testing of the lead found 8 of the 16 contacts were invalid. The pt was referred for an x-ray of his scs sys. The pt is working closely with his physician to determine the next course of action.